Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. A review of the downloaded device events log confirmed that a single occurrence of a restart from a high pressure alarm was triggered in the device. Visual inspection of the device found an unk foreign substance, most likely drug residue, in the hose and flow sensors. The device was cleaned, serviced, calibrated and tested then returned to the customer. There was no pt injury reported as a result of this incident. (B)(4).

Event description:
(B)(4).